Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation was ruptured. There was blood on the proximal conductor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to an undefined malfunction. No patient complications have been reported as a result of this event.